Event description:
It was reported that the patient presented to the hospital for a scheduled device exchange procedure. During the procedure, upon removing the device from the pocket, it was noted that the insulation of the right ventricular (rv) lead had breached. The rv lead was repaired and connected to the new pacemaker. The patient was in stable condition.